Event description:
Medtronic rep reported significant performance issues with the sites treon system. Despite proper positioning of instruments, the navigation still appears to have lag time. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Pt info unavailable as no pt was present in this concern. Per RMA, a replacement computer was sent to site. No computer has been sent back for evaluation as of now. Software investigation shows that this is an issue with touch-n-go, which can randomly cause the application to exit to the login screen when using 11 or more valid fiducials. Also, core files pointed to another issue. Mnav. Engineers believe the core is pointing to a stray marker issue which may mean there are too many passive instruments, in the camera's fov.